Manufacturer narrative:
It was clarified that the 17.9 pg/ml value from the second sample was not reported outside of the laboratory. There were no alarms for the last calibration performed on (B)(6)2019. Quality controls were within range, which showed no indication of a reagent or instrument performance issue. The sample centrifugation conditions were outside of tube manufacturer recommendations. Upon review of the alarm trace, there were no relevant alarms. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for two patient samples tested with the elecsys troponin t assay on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory and the physician doubted the results. The first sample initially resulted with a troponin t value of 14.7 pg/ml. The sample was repeated, resulting with a value of 3.87 pg/ml. The second sample initially resulted with a troponin t value 17.9 pg/ml. The sample was repeated, resulting with a value of < 3 pg/ml accompanied by a data flag. The low patient values were believed to be correct as these fit previously measured results. No adverse events were alleged to have occurred with the patients. The troponin t reagent lot number was 34585201, with an expiration date of 31-dec-2019. The field service engineer determined that a hardware issue could be excluded.